Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 38x3.00mm promus premier drug eluting stent was advanced to treat the lesion. However, despite several attempts, the device failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.